Event description:
It was reported that the pt's health care provider (hcp) was able to aspirate from the pump reservoir, but unable to fill the pt's pump reservoir. No information related to the type of medication, concentration or dosage used in the pt's pump was provided. No further details, pt symptoms or outcome were provided. Additional information was requested but not rec'd at the time of this report. A f/u report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).